Event description:
The user facility's biomedical engineer reported that when checking the software version, the automated impella controller experienced persistent beeping. The console was replaced to address the issue. No patient involvement.

Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. The device was returned for evaluation. The failure mode was reproduced after shutting the console down. The cause of the failure mode is due to a malfunction of the pbm. The exact root cause of the failure is undetermined. This report is being filed as part of a retrospective review of historical records.